Event description:
The distributor reported that the custom fossa implant was rocking and unstable when placed in patient's mouth, therefore, the surgery could not be completed. Spacers were placed until a new fossa can be made. A 45-60 minute surgical delay was reported.

Manufacturer narrative:
A product evaluation was completed on the returned device. Per the product evaluation: "the returned tmj was evaluated for the complaint that the fossa implant was rocking and unstable when placed in the patient¿s mouth. Upon evaluation the fossa implant fit the model with no issues and no damage was seen on any of the components. A recent CT scan showed the patient¿s anatomy changed from the CT scan taken for the design of the fossa. The surgeon was notified that the scan was over six months and approved moving forward without a new scan. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is an extended time period between the CT scan for the design and the surgery."